Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 2.5, laboratory inr: 3.5. The time between testing was 1.3 - 2 hours. Therapeutic range 2.0 - 3.0 for patient. The patient noticed blood in his urine and tested on the inratio device, then went to the hospital where the laboratory draw was performed. Additionally, a computed tomography (CT) scan was performed to check his kidneys and bladder but found no issues. The patient was told to hold his coumadin for one day. There was no additional treatment provided. There was no additional information provided.

Manufacturer narrative:
Investigation: data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 2.5, reference: 3.5, mean: 3.00, confidence limits: 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. In-house therapeutic donor testing has been performed on reported lot 304242 on (B)(6) 2013. Results as follows: donor: 220; inratio: 2.7, 2.8, 2.7; reference: 2.77; bias threshold: 1.77 - 3.77; %cv: 2.11. Donor: 232; 2.6, 2.5, 2.1; 2.19; 1.19 - 3.19; 11.02. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate; corrective action is not required at this time.